Event description:
It was reported that seven days post feeding tube placement, the device allegedly had leak. It was further reported that the feeding device was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the sample was not returned for evaluation, three electronic photos were provided for review. The investigation is confirmed for the reported fluid leak, issue as diet was found leaking from or around the device in the provided photos. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2022), g3. H11: b3, h6 (result, conclusion). H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, photos have been provided. The investigation of the reported event is currently underway. (Expiry date: 07/2022). Device not returned.

Event description:
It was reported that sometime post feeding tube placement, the device allegedly had leak of diet. It was further reported that the feeding device was replaced. There was no reported patient injury.